Manufacturer narrative:
The reported complaint that "the autopulse platform (s/n (B)(4)) displayed user advisory (ua) 17 (max motor on-time exceeded during active operation)" was confirmed in both the archive data and during functional testing. The root cause of the ua17 advisory message was the defective drivetrain motor due to a defective component. Upon visual inspection, no physical damage was observed on the returned autopulse platform. A review of the platform archive data showed ua17 on the customer's reported event date; thus, confirming the customer's reported complaint. The autopulse platform passed the initial functional test without any fault or error. However, during further run-in stress testing, the autopulse platform repeatedly stopped compressions due to ua17 advisory messages; thus, confirming the customer's reported complaint. Troubleshooting the problem revealed that the ua17 was caused when the autopulse did not reach the target compression depth within the required time. The root cause of the intermittent occurrences of the reported ua17 advisory message was found to be the defective drivetrain motor. Upon replacement with a known-good drivetrain motor, the autopulse was subjected to a run-in stress test using the 95% large resuscitation test fixture (lrtf) and known-good test batteries until fully discharged, and the platform passed the testing without any interruptions or faults. Following service, the brake gap inspection was performed and verified the brake gap was within specification. A load cell characterization test was performed and confirmed both cell modules were functioning within specification. The autopulse was subjected to a final run-in test using the 95% patient large resuscitation test fixture (lrtf) with known-good test batteries until fully discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with serial number (B)(4). According to available information, the death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
The autopulse platform (s/n (B)(4)) was used in an attempt to resuscitate a patient in cardiac arrest. The customer reported that the paramedic provided manual CPR before placing the patient on the platform. The paramedic pulled up the lifeband to get it secured to start automated compressions. The lifeband was retracted down to the patient and was properly secured. However, the platform displayed user advisory (ua) 17 (max motor on-time exceeded during active operation), and the lifeband loosened. The paramedic reset the lifeband and pulled it up again, but the same issue happened. The paramedic powered off the autopulse platform and restarted it, but the issue persisted. Eventually, the crew switched to manual CPR for an unknown period. The customer reported that the crew was unable to perform manual CPR while moving the patient from the scene to the stretcher due to the extremely tight moving space. Return of spontaneous circulation (rosc) was not achieved, and the patient was pronounced dead. The customer stated that if the autopulse had been working properly, automated CPR would have been continuous while moving the patient. However, the customer is unsure if performing continuous automated compressions would have changed the patient outcome. Zoll's medical safety assessment (msa) evaluated the incident, and it was determined that the death was not related to the autopulse device. As per the customer, during their morning device check, the autopulse platform displayed no error codes or advisory messages.